Manufacturer narrative:
Failure analysis confirmed that the insulin pump alarmed motor error during the rewind due to corroded motor home switch. The insulin pump was received with scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose reading was 170 mg/dl. The customer states they are unable to rewind and the drive support cap is slightly indented. The customer was advised that the device would be replaced and agreed to return the product for analysis.